Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 485 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer declined a system check with pump and supplies.